Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small air bubbles were noted in the patient infusion tubing. The customer reported a blood glucose (bg) level of 216 (mg/dl). A correction bolus was delivered to address bg levels. During troubleshooting with tandem technical support, the air bubbles were primed from the tubing.